Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -05.00 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the patient experienced a refractive surprise. The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Manufacturer narrative:
Returned product evaluation found the lens returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found the optic deformed and the haptic bent, deformed and stretched out. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4 unique identifier number: (B)(4). Additional information: d9 lens return date: 22-dec-2022. Claim#: (B)(4).